Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine relationship to res#91127 due to no device identifier provided. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version. Data not available cloud - smartphone operating system. Data not available cloud - smartphone hardware. Data not available cloud - cgm sensor type. Data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reports their op5 personal diabetes manager (pdm) charger smells burnt several times and the pdm will not hold a charge.